Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Lot # 52757 was reported, but there was not a catalog # reported for this complaint. (B)(6). Investigation summary: unfortunately a lot number was not submitted for this complaint, preventing our investigation team from conducting a device history review. Additionally, a sample could not be obtained for the purpose for the investigation. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. However, bd will continue to monitor this issue.

Event description:
It was reported that there was an extra plastic sheath on the unspecified bd saf-t-intima¿ needle. There was no report of exposure, injury, or medical intervention.